Event description:
Septic, htn, sah, fever; fragile skin from illness. Manufacturer response for medivance arctic sun temperature mgmt system, artic sun (per site reporter)======================will run diagnostics testing; can happen when not changed every 5 days as it is a water base product that attaches to patients. Need monitoring as patients skin changes.unable to determine which device was involved, we have two units, both will be tested.